Event description:
The patient reported that the keypad was intact but had bubbled up; causing it to be intermittently unresponsive. The patient also reported that she wears the pump exterior to garment and does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 11//07/11 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive; the up and down arrow keypad buttons required multiple button presses before eliciting a response. All of the keypad buttons did not spring back or click back as expected. There was evidence of keypad contamination found under the key contacts. The keypad cover was intact but confirmed to be been swollen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.